Manufacturer narrative:
It was reported that a patient experienced a fall from a wheelchair and was hospitalized. Reportedly, the patient was "in and out of consciousness" and was restless while sitting in the wheelchair. The patient leaned backward when the back of the wheelchair reportedly broke away from the frame. The patient experienced a backward fall onto the floor. The patient was evaluated in the emergency department after the fall. According to the facility, the patient has a history of diabetes and a blood glucose test identified the patient's blood sugar to be 29 mg/dl at the time of the incident. Unidentified diagnostic imaging was performed in the emergency department and they were negative for acute findings. The patient was admitted to the hospital for monitoring after the reported incident. A sample was returned to the manufacturer for evaluation and the reported product issue was confirmed. Due to the reported incident this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a fall from a wheelchair and was hospitalized.